Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the catheter separated while in use was confirmed. The customer returned one 5 fr ptd catheter assembly and rotator for evaluation. Visual examination of the separated basket revealed that the basket wires and orange lumen are separated from the distal connector assembly. Only 3 basket wires are intact. The fourth wire is not attached at the proximal end. Microscopic examination of the distal tips of the remaining three wires revealed jagged edges and unraveling of the wire. The basket tip with distal connector assembly and the fourth wire were also returned. Microscopic examination of the distal connector revealed that pieces of the broken wires can be seen in the cavities. Welds of the distal connector assembly appear typical. The fourth wire had broken wire ends similar to other wires indicating that they were properly adhered and then broken during use. The orange lumen appears typical and does not appear to be occluded. A lab inventory 0.25 in pin gauge was passed through the black tip with no resistance. The catheter is twisted and kinked approximately 4.1 cm from the base of the catheter hub. The sheath is also kinked at the same location. The black pebax tip measures approximately 1.5 cm and no pieces appear to be missing. Other remarks: the tip was tugged and confirmed to be securely attached to the connector. The IFU for this product provides guidance on the use of this product and warns the user to ensure the exposed portion of the catheter remains straight at all times to aid in successful basket deployment that the catheter assembly is not to be advanced forward during activation. It also states that potential fatigue failure of the torque cable and fragmentation basket may occur with prolonged activation and recommends a limited activation time of 30-60 seconds. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review did not reveal any manufacturing related issues. A risk evaluation was completed for this complaint. Therefore, based on the condition of the sample, the time of discovery, and the information provided, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a female patient in the operating room. The physician was using the device over a .018 wire and activated the driver. In the middle of the procedure, the catheter became detached and the basket portion was stuck in the patient. The physician was able to remove the basket portion from the patient. The declot procedure was completed with another device successfully. They do not know if this caused a delay in treatment and there was no patient death or complications reported. Follow up information states it is unknown how many passes were made when this occurred. No sharp angles were encountered. The basket was removed from the patient with the use of a snare. There was no patient death or complications reported.